Manufacturer narrative:
Based on the investigation, no definitive root cause can be established for the reported cracking of the catheter hub. While a potential cause, such as overtightening during use, is suggested, it remains inconclusive. A review of the device history, supplier data, inventory, labeling, and IFU indicates no deviations or discrepancies. Additionally, retained product testing confirms that the product meets all specifications with no signs of failure or damage. Trend analysis does not show any abnormal patterns, and the occurrence rate remains within the acceptable limits defined in the risk assessment.although there have been 12 similar complaints identified, no significant trends or recurring issues have been observed that would warrant further investigation. The product functions within the expected parameters and has not shown any evidence of manufacturing defects, sterility concerns, or other systemic issues.

Event description:
Failure was a hole/puncture in the hub site.